Event description:
Impedance between contacts 8 and 9 was 35 ohms. Using case, 8 or case, 9 and voiding the 8, 9 combination in programming was discussed. It was unk if reprogramming addressed the pt's therapy needs.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that the previously reported event occurred in (B)(6).

Event description:
Additional information received from the hcp reported that the patient had increased amplitude by 0.1 on each lead. Afterwards, the patient felt that his balance had become worse, he had increased in falls, and he generally did not feel well. It was noted that the patient had also recently reduced his medications. The patient had turned the device off at the request of his hcp. The patient then visited his hcp for an interrogation, which showed that contact pair 8-9 had an impedance of 32 ohms. Contact pair case 2 on had an impedance of 84 ohms. The hcp traced back the patient's records and saw that the short on contact pair 8-9 had existed since (B)(6) 2009. X-rays were taken on (B)(6) 2010 and (B)(6) 2010, but the leads appeared intact and there were no obvious breaks. The patient's voltage was reduced to its previous level, but no further reprogramming was done as the contact pairs with the low impedances were not used in the patient's programming. It was reported that the patient did not require hospitalization, and there was no patient injury.

Manufacturer narrative:
Lead model 3389s-40, lot # v333260, implanted: (B)(6) 2009, explanted: na; lead model 3389s-40, lot # v276341, implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37642, serial # (B)(4). The initial MDR was filed as MFR report # 3007566237-2010-10148. Additional review indicated the correct manufacturing site was site (B)(4).

Manufacturer narrative:
(B)(4).